Event description:
The patient wore a pod for approximately 12 to 15 hours on the upper leg when insulin leakage was noticed during wear. The patient reported the cannula appear to insert initially, but the cannula did not remain in place indicating the cannula dislodged. The patient removed the pod and applied a new one at a different site, which functioned normally. No changes in blood glucose levels were reported. The incident occurred on (B)(6) 2026. In the days following removal, the pod site on the leg became red, sore, and developed a blister. On (B)(6) 2026, the patient sought medical attention at (B)(6) after first visiting a pharmacist. The clinician diagnosed a skin infection at the former pod site and prescribed oral antibiotics, a topical cream, and a soap substitute (medication names are unknown). The patient was not wearing a pod at the time of the appointment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.